Event description:
A complaint was reported to boston scientific corporation on an escape retrieval basket used during a procedure on (B)(6) 2013. According to the complainant, the basket would not open or close. It is unknown if there was a stone in the basket when the device was unable to open. It is also unknown if this event took place inside or outside the patient or how the procedure was completed. The status of the patient and if there were any complications is unknown. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
(B)(4).